Event description:
During surgery, the device was working fine when the ceramic ring split and fell off. They could not get the ring out with a grasper and lost visual with it. They did not notice any burning of the coating. Follow up in 2004, indicates the surgeon is not concerned of the location of the piece, because it is in the shoulder it is not in an area where it can cause any problems. The surgeon is not planning to x-ray to confirm if piece remains in pt. The pt is doing well and is well aware of the potential problem.